Event description:
Surgeon indicated that a tgs uka pt presented in clinic with left knee progressing in varus. Pt was subsequently converted to a total knee. The procedure was uneventful.

Manufacturer narrative:
Additional catalog number: t 100011; additional lot number: t 090402; additional expiration date: 11/01/2009. (B)(6) 2009. Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.